Event description:
It was reported that an unknown plastic was found at blue three way stopcock during priming. No patient injury was required.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Saline primed entire kit was returned. A white, curled material was found at the inside of male lure. On 3/11/10 sample is sent to chemistry for further evaluation. On 3/22/10 per chemistry analysis, study (B) (4), the ir spectrum of the unknown particulate showed similar absorption characteristics when comparing to polyethylacrylate like material.